Event description:
Procedure: lap gastric bypass. According to the reporter: the staple did not form correctly, so the doctor had to over sew the staple line. There was no patient injury or blood loss, however, there was an or delay time of 30 minutes.